Event description:
It was reported, following a diagnostic heart catheterization an angio-seal evolution device was selected for use. A pre-deployment angiogram revealed a high stick access; however, the physician chose to deploy the angio-seal. Once the patient was upstairs, she complained of pain and an ultrasound revealed a retroperitoneal bleeding event measuring 8 cm. The patient underwent vascular surgery to find and repair the source of bleeding. The surgical findings revealed that the bleeding was coming from around the angio-seal which appeared to have all components in place, but not providing hemostasis on the vessel. One day post-op the patient was doing fine.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.